Event description:
It was reported that 3 bd luer-lock¿ syringes had cracked barrels and one leaked during use while preparing medication. The following information was provided by the initial reporter, translated from spanish: "description of the situation: the preparation of medicines was being carried out, when a syringe hole and a leak of the contents were discovered, the other syringes were checked and only 3 syringes with this defect were detected. It did not cause any harm to the patients."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Through visual evaluation, hole is observed on the barrel near the top of the syringe, which likely caused the leakage. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with mismatch in the core seal during the molding process. Adjustment in the molding process will be implemented, manufacturing personnel will be trained and have been notified of this incident to increase awareness of this matter. H3 other text : see h10.

Event description:
It was reported that 3 bd luer-lock¿ syringes had cracked barrels and one leaked during use while preparing medication. The following information was provided by the initial reporter, translated from spanish: "description of the situation: the preparation of medicines was being carried out, when a syringe hole and a leak of the contents were discovered, the other syringes were checked and only 3 syringes with this defect were detected. It did not cause any harm to the patients."